Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank display screen with auditory feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1: date of submission (B)(4) 2015. Initial reporter name and address: (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a blank display screen. The auditory and vibratory features were operational. The remaining testing was unable to be performed due to the blank display issue. Pump casing was opened to investigate. No damages were found with the display screen and replacing the pump screen with a test screen did not restore the display function. Display circuit was inspected and a defective solder join was found on the display regulator.